Event description:
It was reported that customer encountered cartridge change errors during cartridge loading. There was no reported impact to the customer¿s blood glucose level. Customer was already in process of obtaining renewal pump, requested no follow-up call, and no additional action or information was provided before case was closed.